Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 8 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent was damaged while trying to pass through a previously implanted stent. The procedure was completed with a different device. No patient complications were reported.